Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 14.7-15.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 30.5-34.2cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.0-7.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was damaged at this location. External insulation abrasion was noted at 12.0-13.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded and damaged at this location.

Event description:
This report is to advise of an event observed during analysis.